Manufacturer narrative:
E1: initial reporter facility name updated. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the middle left anterior descending (lad) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 3 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm promus premier stent system, with residual stenosis of 0%. Post dilatation was not performed. The target lesion 2 was located in the second diagonal with 85% stenosis and was 8 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with placement of a 2.75 mm x 12 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 0%. Five days after, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject died. It is unknown is an autopsy was performed. It was further reported that in (B)(6) 2021, the subject died. No action was taken to treat the event and the primary cause of death is unknown.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the middle left anterior descending (lad) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 3 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm promus premier stent system, with residual stenosis of 0%. Post dilatation was not performed. The target lesion 2 was located in the second diagonal with 85% stenosis and was 8 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 2 was treated with placement of a 2.75 mm x 12 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 0%. Five days after, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject died. It is unknown is an autopsy was performed.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).